Event description:
Reported as "blood noted in helium tubing". As reported by the clinical support specialist: "nurse noted blood in the helium tubing when she was doing her assessment. The pump is pumping and not alarming. She called the hot-line. I had her stop pumping, clamp the tubing, and disconnect the catheter from the pump. Next she contacted the physician to come and remove the catheter. This is a female patient with a 30 cc fiberoptic iab. The catheter was placed yesterday at about 1 pm while the patient was in the cath lab. The patient had a dissected lad and mitral valve regurg. They are trying to decide if the patient will go for a high risk ptci or CABG surgery. The patient is stable". Per the customer it is unknown if a second catheter was inserted. No report of patient harm or injury. Patient status reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "blood noted in helium tubing". As reported by the clinical support specialist: "nurse noted blood in the helium tubing when she was doing her assessment. The pump is pumping and not alarming. She called the hot-line. I had her stop pumping, clamp the tubing, and disconnect the catheter from the pump. Next she contacted the physician to come and remove the catheter. This is a female patient with a 30 cc fiberoptic iab. The catheter was placed yesterday at about 1 pm while the patient was in the cath lab. The patient had a dissected lad and mitral valve regurg. They are trying to decide if the patient will go for a high risk ptci or CABG surgery. The patient is stable". Per the customer it is unknown if a second catheter was inserted. No report of patient harm or injury. Patient status reported as "fine".

Manufacturer narrative:
(B)(4).